Event description:
It was reported that the patient received inappropriate shocks. The ICD was replaced. The rv lead was capped and replaced. The atrial lead was capped due to dislodgement and replaced. The details necessary to identify the involved products were received on 7 october 2025.